Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had ventricular fibrillation (vf). The device had delivered shocks, however, all shocks were delivered but with 0.0j, 0.3j, 0.6j and 1.2j. The episode lasted 22 minutes until external defibrillation stopped it. All lead measurements during follow-ups had been in a normal range since implantation. It was noted the inactive capped right ventricular (rv) lead was laying close to the active rv lead. Both coils on x-ray seem to connect to each other resulting in low resistance and potential arcing. A comparison of the use before date field and implant date found the active rv lead was implanted after the use before date. The patient is currently given artificial respiration. No further patient complications have been reported as a result of this event.